Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: test strip issue.

Event description:
Customer's son complains of "hi"results. Customer states that his mother feels physically fine, denies the need for medical attention. The customer's expected blood results and storage information was not provided. Reviewed meter memory: 1:hi mg/dl (B)(6) 2015 12:00:00 pm fasting:no. Memory concerns:hi. Customer called on his mother's behalf complaining of hi form the meter. Instructed to the customer that hi is an out of range -high results > 600 mg/dl and advised them to seek medical attention. Customer declined the need for medical attention on his mother behalf stating that he verified that she does not have any symptom such as fatigue, excess urination, thirst, or blurry vision. Upon collection of data the call was disconnected; redialed more than 3 times in an attempt to reconnect with customer but obtained no answer.